Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 12-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure (batch no. 629303) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), chronic sinusitis ("chronic rhinosinusitis"), lung disorder ("chronic lung disorder") and eosinophilia ("hypereosinophilia"). Essure treatment was not changed. At the time of the report, the allergy to metals, chronic sinusitis, lung disorder and eosinophilia outcome was unknown. The reporter considered allergy to metals, chronic sinusitis, eosinophilia and lung disorder to be related to essure. The reporter commented: symptoms have developed over time. The condition has therefore changed since 2018, it has worsened. She takes medication to reduce the effects but seemingly no healing. She underwent several examinations to find the cause: autoimmune disease tests, parasite tests, etc. She was not tested for nickel allergy before the device was implanted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 12-jun-2020. The most recent information was received on 29-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in an adult female patient who had essure (batch no. 629303) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant), chronic sinusitis ("chronic rhinosinusitis"), lung disorder ("chronic lung disorder") and eosinophilia ("hypereosinophilia"). Essure treatment was not changed. At the time of the report, the allergy to metals, chronic sinusitis, lung disorder and eosinophilia outcome was unknown. The reporter considered allergy to metals, chronic sinusitis, eosinophilia and lung disorder to be related to essure. The reporter commented: symptoms have developed over time. The condition has therefore changed since 2018, it has worsened. She takes medication to reduce the effects but seemingly no healing. She underwent several examinations to find the cause: autoimmune disease tests, parasite tests, etc. She was not tested for nickel allergy before the device was implanted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95 kgs. Lot number: 629303, manufacture date: 2009-02, expiration date: 2012-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.